Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed repeated alert 38 motor stall alarms during restart, with the user unable to proceed during a change cartridge and tubing step until a dry run succeeded to 130 units and a subsequent full supply change with new steel contact detach infusion set and tubing resolved the alert. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with mechanical issues identified during evaluation of the event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.